Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the pt is experiencing pain. X-rays show that the femoral component is fractured. A revision surgery is planned.